Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced positioning / placement difficulty as the low voltage lead was unable to screw into the myocardium. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.